Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis post polypectomy during a procedure within the colon performed on (B)(6) 2012. According to the complainant, after removing the injection gold probe from the package, two kinks were identified in the catheter; one kink was observed just before the injection handle, while the other was noted at the plug for the electrocautery machine. The device was then connected to the generator and a bubble test was performed; however, the device failed to conduct electrical current. At this time, the procedure ended as the hospital did not have another similar device available. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis post polypectomy during a procedure within the colon performed on (B)(6) 2012 according to the complainant, after removing the injection gold probe from the package, two kinks were identified in the catheter; one kink was observed just before the injection handle, while the other was noted at the plug for the electrocautery machine. The device was then connected to the generator and a bubble test was performed; however, the device failed to conduct electrical current. At this time, the procedure ended as the hospital did not have another similar device available. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found kinks in the catheter, at approximately 126.5cm and 22.5cm from the connector. Functionally, the needle extends and retracts, with actuation of the handle; per design. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. However, the evaluation revealed there were kinks present in the catheter, at approximately 126.5cm and 22.5cm from the connector. Based on the evaluation, the most probable root cause has been determined to be handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.